Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: a dispensed suture piece and an unopened sample of product code w8895, lot # mkr984 were returned for evaluation. During the visual inspection of the suture piece, the ends were observed with damage (split) and fraying, marks on the suture surface by use of a surgical instrument could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no defects were found and the tested sample met the finished goods requirements. Per the condition of the suture piece, the assignable cause suggests an improper handling.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm procedure on (B)(6) 2019 and suture was used. It was reported that the suture material started to fray during use and inevitably the material snapped. The event outcome was managed with an additional suture which was requested by the surgeon. There was no delay in procedure. There was an adverse patient outcome.